Manufacturer narrative:
This information is unknown. Event date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email is unknown. Part number: 04.038.300s. Lot number: 7954718. Date of manufacture: 31 march 2015. Place of manufacture: (B)(4). Part expiration date: 28 february 2025. Nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 100mm sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2018. The patient was initially treated for an intertrochanteric fracture on (B)(6) 2017 when the patient was implanted with one (1) 11 mm/130-degree tfna short nail, tfna 100 mm helical blade and a 5.00 mm locking screw. The removal surgery was performed due to the patient¿s poor bone quality. Surgeon removed the short tfna nail and revised it to a total hip. The surgeon also removed the locking screw and the 100mm blade. The removal surgery went without any complications. Patient status is unknown. This complaint is for a tfna helical blade 100mm. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.